Event description:
A peritoneal dialysis patient (pd) caregiver called to have the cycler returned as the patient had died. The pd nurse reported the patient was hospitalized a few months ago for a fall and broken toes. She was transferred to a rehabilitation hospital for issues with equilibrium. She was then transferred to a nursing home for a few days and she had shortness of breath and expired. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.